Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states two sets leaked insulin out of the sets. The customer's blood glucose level was 462mg/dl. The customer treated with manual injections and set change. The cannula was noted to be bent. The customer was advised the set would be replaced and returned for analysis.